Event description:
It was reported the spider 2 limb positioner is not holding. Procedure completed by staff physically holding the patient in place. No patient injury or complications were reported.

Manufacturer narrative:
There was no relationship found between the returned device and the reported incident. A visual inspection was performed on the product and no issues were observed. A functional evaluation was performed with a fully charged battery. The unit passed all functional tests including the 30 pound load test. The complaint was not confirmed and the root cause could not be determined since the reported malfunction could not be duplicated during the functional testing process. Factors that could have contributed to the event are inadvertent depressurization by utilizing the setup button, foot switch, or drape switch to depressurize the unit. There are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. No containment or corrective actions are recommended at this time. A review of the device history record was performed which confirmed no inconsistencies.